Event description:
It was reported that this right ventricular (rv) lead connected to an implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements greater than 200 ohms. It was noted that reprogramming had already been performed, however, technical services (ts) recommended more appropriate programming options. Additionally, ts pointed this was not a gradual increase. No adverse patient effects were reported. This device system remains in service.